Manufacturer narrative:
Batch review performed on 09 october 2020: lot 185433: (B)(4) items manufactured and released on 05-dec-2018. Expiration date: 2023-11-25. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 1 year and 5 months after primary for cup loosening. The cause of the loose cup is unknown. The surgeon revised the cup and liner with competitor devices. The surgery was completed successfully.